Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on his battery compartment that caused low battery alerts and a blank display. The blank display occurred after a battery change. The patient's blood glucose at the time of incident was 90 mg/dl. Troubleshooting was initiated for the physical damage. The portion of the battery compartment where the battery is screwed in was damaged; the customer was unable to screw the battery in completely. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. No low battery alerts noted. The insulin pump was received with broken battery tube threads, missing end cap sticker, cracked case at display window corners and minor scratches on lcd window.